Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter in two pieces. The balloon was tightly folded. The tip, balloon, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed a complete separation in the hypotube located 54cm from the strain relief. The end of the separations were oval, as if kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesions were located in the 90% stenosed left main artery, 90% stenosed left circumflex (lcx) artery, 80% stenosed left anterior descending artery, and 100% stenosed right coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation of the lcx lesion. However, the device delivery shaft was fractured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.